Manufacturer narrative:
(B)(4).

Event description:
Patient has had significant weight loss(41 pounds in 2 months). Patient reported constant pain in her stomach and pain with stimulation in her left side of her torso. Patient is wary of a settings change as her last seizure was (B)(6) 2021. Patient was reported to be constantly nausea with stimulation. Patient is noted to be hungry, but can not eat due to stimulation. Settings adjustment and subsequent normal mode and autostim disablement occurred. Patient's chest wall was additional reported to be sore. Per the physician, the patient believes the left side pain is due to vns. Per the physician, the nausea and weight loss are possibly related to vns. The chest pain was reported to have been observed around the generator site. And down her left trunk when the ipg is stimulating. Patient was scheduled for explant. No known surgery has occurred to date. No additional relevant information has been received.